Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir leaked during priming. The customer¿s blood glucose level was 238 mg/dl at the time of the incident. The customer reported that the leak past second o-ring. The customer noticed leaking reservoir during normal use. The reservoir will not be returned for analysis.